Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient¿s modular cable was exchanged on (B)(6) 2023, for wear and tear and a few open jacket spots. While exchanging the cable, a tacky fluid was found in the controller where it connected to the modular cable. The controller was then exchanged as well. A review of the log files revealed multiple pulsatility index (pi) events on (B)(6) 2023 from 0216 to 1003. The data indicated that the mcs equipment was operating as intended.

Event description:
It was reported the controller was also exchanged due to tears on the black power cable.

Manufacturer narrative:
Correction to section d6a: this field was populated in the initial report; however, the device is not implanted. Manufacturer's investigation conclusion: the reported event of a tacky substance within the controller and tears on the black power cable were unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the liquid substance was found where the modular cable and controller connect, the bulkhead connector. Controller (B)(6) was exchanged and taken out of commission. No alarm was associated with the event. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop.¿ heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.